Manufacturer narrative:
(B)(4). D10: concomitant devices: unknown vanguard xp lateral tibial bearing catalog #: ni lot #: ni; unknown vanguard xp medial tibial bearing catalog #: ni lot #: ni; vanguard xp primary tibial tray 73mm catalog #: 195756 lot #: 780250; g2 - report source - foreign: the event occurred in the united kingdom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device rmains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a manipulation under anesthesia two (2) months following right knee arthroplasty to address pain, stiffness, restricted range of motion and concern for arthrofibrosis. However, the patient continued to experience limited range of motion and was subsequently revised. During the revision, both the medial and lateral tibial bearings were noted to not be fully seated and the lateral tibial bearing was partially fractured. Arthrolysis and debridement were performed to remove scar tissue and the tibial bearings and locking bar were replaced. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. H6 - component code - proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.